Manufacturer narrative:
D10: 01-032-03-4000 - univ.cup cabeza ceram. Delta 40 +0 1803.7636.217/002, 164-01-14 - vastago element s/collar offset std. Nº14 (B)(6), 180-11-56 - (disc) novation crown cu p, cluster-hole with ha, (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient, who had a tha, reported early wear of prosthetic polyethylene with particulate disease and indicated a major disability and need for surgical intervention to prevent injury or permanent disability. No further information provided.